Event description:
It was reported the patient was experiencing pain at her scs ipg site. Surgical intervention took place on (B)(6) 2015 at which time it was noted the patient's ipg was flipping in the pocket thereby causing difficulty charging. During the revision surgery, the patient's ipg was sutured in place.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.